Manufacturer narrative:
(B)(4).evaluation summary:one actual unit was received for evaluation purposes related to separated condition. Visual inspection was performed, and the separation was confirmed between the two piece luer lock and tubing. The most probable root cause for the condition could be related to a bent tubing at the automatic instant assembly that did not allow a complete solvent application on the tubing. This lack of application of solvent on the tubing caused a failure on the bonding. Awareness training was provided to the manufacturing personnel of this product regarding this report.

Event description:
The customer reported to the corporate e-mail box that the clearlink catheter extension set, product code 2n8378, lot number unknown, separated and came apart. The set detached from the hub that screws into the catheter. This separation caused a blood leak. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Samples are available. No additional information was provided.